Event description:
Patient representative reported right side "recall", "pain in the breast", "expelling 'elastic white threads' through the pores of the breast", "low sulcus", and via MRI confirmed "keratin, or elastic threads, radial folds, and minimal amount of fluid". The events of "expelling 'elastic white threads' through the pores of the breast" and "keratin, or elastic threads" are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "minimal amount of fluid".

Manufacturer narrative:
The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, granuloma and capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "recall", "pain in the breast", "expelling 'elastic white threads' through the pores of the breast", "low sulcus", and via MRI confirmed "keratin, or elastic threads, radial folds, and minimal amount of fluid". The events of "expelling 'elastic white threads' through the pores of the breast" and "keratin, or elastic threads" are not device related. Later patient representative reported "rupture", "granuloma" and "capsular contracture baker grade unknown". This record is for the right side. Device remains implanted.